Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer also confirmed that there were additional motor error alarms listed in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating currents tests due to constant motor error alarms. The pump was received with a cracked reservoir tube lip.